Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 30-sep-2025. E.1: initial reporter first name: (B)(6). E.1: initial reporter last name: (B)(6). Investigation summary: bd received 11 samples for investigation. The samples were inspected with no issues being identified. Furthermore, a functional test was performed on the sample tubes, and all tubes drew within specification limits. Additionally, 100 retained samples were inspected, and no visible defects were found. A functional test was also performed on ten retained samples, and all were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers g4: PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.